Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Reporter called lfs and alleged that the patient meter would not power on. The patient stated that the last time the patient was able to test was on (B)(6) 2004 at 7:00 am. The patient visited her physician and had her blood sugar test. The result was 372 mg/dl. The patient was experiencing symptoms of dizziness and a headache. The time difference between the symptoms and the physician's meter result is unknown. Treatment, if any, is also unknown. Medical affairs attempted unsuccessfully to reach the patient for more clinical information. A letter is being sent as a second attempt for more information. The issue with the meter was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction; however, there is insufficient information to prove that the meter contributed to the serious injury. The meter is being replaced for the patient.